Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after customer experienced difficulty loading a cartridge. Reportedly, the battery died after the alarm occurred. Customer was able to charge the battery and the pump was reset successfully. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
.